Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Visual examination of the provided pictures identified the tines of the glenosphere forceps have broken. The reported part and lot numbers are confirmed by provided photo. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the glenosphere forceps had two (2) of the four (4) small tines break of when holding the glenosphere implant. Nothing fell into the patient and the pieces were discard that landed on the back table. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.